Manufacturer narrative:
(B)(4). Insulin pump was received with a blank display due to cracked lcd glass. Unable to perform the self test and the displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on screen. Customer¿s blood glucose level was 4.1 mmol/l. Customer reported that there was no physical damage to the insulin pump's reservoir lip ring. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.